Event description:
The device displayed "pacer fault 116" and " defib fault 72" messages. There was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.